Manufacturer narrative:
H2) additional information added to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820, serial/lot #: (B)(6). H3, h6: a medtronic representative went to the site to test the equipment. System control unit (scu) was replaced. Codes b01, c02, c08, and d02 are applicable to this analysis. H3, h6: the scu , lot number: t904854, was returned to the manufacturer for analysis. A check of the event log showed intermittent messages for strober enumeration error, fan was not functioning as expected, and battery voltage low. Otherwise, the scu had normal tracking for all three ports when connected to a known good system. The reported event could be duplicated by medtronic personnel. Codes b01, c02, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to connect to an active tool. There was no patient involvement.